Event description:
Customer reported the anesthesia machine failed the preoperative checkout and there was no flow at the common gas outlet. There was no report of pt involvement.

Manufacturer narrative:
Customer was utilizing an authorized vaporizer (penlon) on the avance anesthesia machine. The penlon vaporizer was not properly seated on the vaporizer manifold, creating a leak condition. The (B) (4) user's reference manual warns the user: "use only the selectatec series vaporizer tec 4 or greater." (B) (4).